Event description:
A peritoneal dialysis (pd) patient contact reported to technical service (ts) on (B)(6) 2026 that a fluid leak problem occurred last night (B)(6) 2026) in treatment. Fluid leak was discovered during dwell 1of 4, and patient was connected during incident. The fluid was not discovered in the pump module area; nor discovered on the external of the cassette. The fluid leaked from the second patient connector, furthest from the patient. There were no alarms/warnings prior or after the leak. On (B)(6) 2026, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 42-year-old female pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was an allegation that stated this event was due to the performance of the liberty cycler set in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2026 following a leak event that occurred on (B)(6) 2026 during a ccpd treatment utilizing the liberty cycler set at home. The patient was asymptomatic as she brought an effluent sample to the clinic for testing. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2026 presented with staphylococcus (no species reported) and a wbc count of 142 mm3. The patient was diagnosed with peritonitis as a result of the leak event. The patient was not hospitalized and prescribed intraperitoneal (ip) vancomycin and ip ceftazidime per clinic protocol to address the infection at home. The patient¿s ip ceftazidime was discontinued upon culture results as she continued with ip vancomycin at 2000 mg twice a week for two weeks. The patient recovered from this event and remains asymptomatic upon completion of her antibiotic regimen. There were no known breaks in asepsis or leaks during pd therapy prior to this event. The reporting pdrn was unable to eliminate the leak as a potential causative or contributing factor in the patient¿s peritonitis. The patient continues ccpd therapy on the same liberty select cycler following this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for peritoneum infections (2). The root cause of this patient¿s peritonitis was attributed to a leak event during pd therapy involving the liberty cycler set dual connector as reported by a medical professional. In consideration of the leak that took place on the previous evening, and the effluent cultures obtained the following day that produced positive results, the timing of events would not typically result in colonization of the offending pathogen in such a short period; however, it is possible in rare events. The offending pathogen is part of the normal flora of human hands and skin. The transmission could have been skin contact at the location of the leak but could also have been touch contamination at any point of setup or through this treatment or previous treatments. As a majority of peritonitis infections are caused by a touch contamination event, and the patient was a new user of the device, it is within reason that a prior touch contamination event may have occurred. Regardless, it was unknown by the outpatient clinic whether there was a previous leak event or if a breach in aseptic technique occurred prior to the reported leak.